Event description:
The customer reported that the system would turn off if the power switch was bumped. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch and cable assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.